Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral popliteal artery using an indigo system aspiration catheter 8 (cat8) and non-penumbra sheath. During the procedure, physician experienced difficulty advancing the cat8 through the sheath; therefore, the cat8 was removed. Upon removal, the mid-shaft and distal end of the cat8 were observed to be kinked. The procedure was completed using a non-penumbra catheter and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the cat8 was kinked and ovalized approximately 31.5 ¿ 32.0 and 61.5 ¿ 62.0 cm from the hub. A bend was present approximately 10.0 cm from the hub. Multiple kinks were present from approximately 66.0 ¿ 72.0 cm from the hub. Conclusions: evaluation of the returned cat8 confirmed kinks on the mid-shaft and distal shaft. Further evaluation revealed additional kinks along the distal shaft. If the device is forcefully advanced against resistance, damage such as kinks may occur. The non-penumbra sheath identified in the complaint was not returned for evaluation; therefore, the root cause of resistance could not be determined. Further evaluation revealed a bend on the proximal shaft. This damage was likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder